Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in order to solve the problem of hemodialysis, on the afternoon of (B)(6) 2022, the doctor indwelled a right neck strap tape sleeve catheter for the patient in the operating room, and the process went smoothly. The patient was undergoing dialysis on the evening of august 26, 2022. Before the start of the procedure, the nurse found a crack in the right neckband sleeve catheter and reported it to the doctor. The doctor tried to open the clip and saw that the clip was broken. They replaced with another of new lot number. There was a delayed in time on patient requiring hemodialysis. There was no reported patient outcome.

Event description:
According to the reporter, in order to solve the problem of hemodialysis, on the afternoon of (B)(6) 2022, the doctor indwelled a right neck strap tape sleeve catheter for the patient in the operating room, and the process went smoothly. The patient was undergoing dialysis on the evening of (B)(6) 2022. Before the start of the procedure, the nurse found a crack in the right neckband sleeve catheter (clip wrapped outside the tube) and reported it to the doctor. The doctor tried to open the clip and saw that the clip was broken. There was no leak, tego was not utilized and no luer adapter issue. The clamps were not moved periodically. The catheter was used directly after opening, without cleaning. Before implantation, the implant site was sterilized in accordance with the surgical aseptic requirements, without any other special treatment. Flushing was done prior to use with normal result. No other products being utilized with the device. They took a clip from a new catheter and replaced it, not the entire catheter. It was successfully used and completed the procedure/treatment. There was no blood loss. There was no intervention/treatment required as a result. There was a delayed in time (about 1 hour) on patient requiring hemodialysis. The patient was stable and no further issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.